Event description:
A customer contacted haemonetics on (B)(6) 2011 alleging that a high pressure warning occurred during the 2nd draw on the mcs+ 9000. The procedure was continued after verifying kit set up. Near the end of the 3rd draw, the flow stopped and the procedure was then discontinued. Clots were found in the bowl and plasma bag. No donor injury reported. No operator injury reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2011 alleging that a high pressure warning occurred during the 2nd draw on the mcs+ 9000. The procedure was continued after verifying kit set up. Near the end of the 3rd draw, the flow stopped and the procedure was then discontinued. Clots were found in the bowl and plasma bag. No donor injury reported. No operator injury reported. Investigation is ongoing. F/u report will be submitted.